Manufacturer narrative:
The device was received for evaluation. During functional incoming device evaluation assessment testing the device performed properly with no discrepancies. The device case halves were opened and the components checked for potential fluid intrusion but no evidence of fluid was found. No issues related to the reported issue were identified and the reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump with lipids going through the PICC line was leaking at the pump site during patient therapy. When the nurse opened the pump door to check the line the IV tubing was cracked and leaking at the part where the IV tubing is inserted into the pump. The nurse replaced the IV fluids, tubing and pump to continue the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.